Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was damaged at 40,000 joules of use. The case was completed using a second fiber. There was no injury reported.

Manufacturer narrative:
Fiber and cap refer to thermal problem. Fiber analysis: the fiber cap was found to be drilled through. The cap was also found to exhibit detritus, devitrification and melted glass. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device failure was determined to be heat accumulation/user handling due to tissue contact and/or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.